Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Additional information received same day: the dealer states the unit has no power alarm which is the basis for this MDR filing.